Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. Beginning on (B)(6) 2017, the patient's blood glucose results were into the "200's mg/dl range", the "300's mg/dl range", and the "400's mg/dl range". On (B)(6) 2017, the patient's blood glucose result was 538 mg/dl at 3:30 a.m. And "hi" mg/dl at 7:30 a.m. On the aviva combo meter. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. The patient had symptoms of fatigue, dry mouth, dehydration, and itchy skin all over her body. On (B)(6) 2017, the patient was not wearing the infusion device and had been administering insulin boluses through injection while waiting for the replacement infusion device. The patient was still experiencing elevated blood glucose levels and had hyperglycemia symptoms. The blood glucose level was "hi" mg/dl on her meter and she then contacted the paramedics. The blood glucose result was "hi" mg/dl on the paramedic's meter 30 minutes later. The patient was treated by the paramedics and at the hospital with humalog u100 insulin and saline via IV. The patient was also treated with insulin via injection at the hospital. The patient was hospitalized due to the elevated blood glucose results and diabetic ketoacidosis. The patient was in the hospital from (B)(6) 2017. The infusion device was requested to be returned for product evaluation.